Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after being exposed to moisture. The customer also reported the pump displayed a flashing medtronic logo. No harm requiring medical intervention was reported. Troubleshooting was performed but the blank display was not resolved even after inserting new aa battery and there was no damage battery cap contacts. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a keypad unresponsive, frozen screen and pump error 63. The pump passed the displacement test, self test, active current test, sleep current test and p-cap locks properly into the reservoir compartment. Unable to download pump history and frozen screen were due to keypad unresponsive. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor and force sensor. Keypad unresponsive and pump error 63 were found during testing due to moisture damage. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. Flashing medtronic logo and blank display were not confirmed. Moisture damage was confirmed at electronic assembly, motor and force sensor. E/a alarm unspecified were confirmed at pump error 63, frozen screen and keypad unresponsive. Pump error 63 and keypad unresponsive were confirmed due to moisture damage. Unable to download pump history and frozen screen were due to keypad unresponsive. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.